Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) after the device was implanted in good position when the the tether was cut it could not be pulled at all. The device was retrieved into the delivery system. Once the device system was removed, it was noted that he tines near the retrieval head of the device was found to be twisted repeatedly in one direction, which is believed to have caused the failure to retrieve the tether. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] (B)(6)] (serial:(B)(6)). D9: no: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.